Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During and after installation at customer site, the thermogard xp ivtm system exhibited air trap full warming and coolant max level messages. No patient involvement.

Manufacturer narrative:
The customer reported complaint of "the thermogard xp ivtm system exhibited air trap full warming and coolant max level messages" was confirmed during functional testing. The root cause was due to too high solder joints on the coolant block going through the insulation layer and contacting the walls of the device, which is likely attributed to manufacturing. This issue ultimately caused a short circuit. During visual inspection, there was no physical damage observed on the ivtm thermogard console. Per review of the event logs, no irregularities were found. During functional testing, a too high, sharp solder joint was noted on the coolant block of the ivtm thermogard console. The sharp solder joints were in close contact with the walls of the device and caused a short circuit; thus, confirming the reported complaint. Following service, including enlargement of the diameter of the screws on the coolant block to shift it and provide more space between the solder joint and thermogard housing, the thermogard console passed all tests, and readings are within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for thermogard with serial number (B)(4).